Event description:
It was reported by customer's spouse that there was a hospitalization due to low blood glucose. The customer was experiencing low blood glucose for four months. Customer's blood glucose is 40 mg/dl. Customer has treated with with food. Customer was hospitalized with a blood glucose reading of 150 mg/dl. During troubleshooting, all programming is correct. Displacement test passed. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.